Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.

Event description:
It was reported that during the implant the "physician struggled with splitting the introducer." Also reported was the lead was cut when the physician attempted to remove the introducer sheath with a pair of scissors. The lead was removed and replaced. No patient complications were reported as a result of this event.